Event description:
It was reported that the right atrial (ra) lead has high threshold and no capture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicates apparent explant damage. Visual summary analysis of the lead indicated stretching. (B)(4).